Manufacturer narrative:
The vessel sealer extend instrument was analyzed and found to have failed during initialization based on log review but not during in-house testing. The instrument was placed on an in-house system and passed engagement, recognition, cut and seal and initialization tests on 3 out of 3 attempts. The instrument passed energy recognition tests on both e100 and erbe generators. Review of the master supervisory controller logs verified three homing failures with error code 22026. The dsp logs displayed three errors. There is no dislodged knife observed. The complaint was confirmed by failure analysis. The probable root cause of is not determinable or applicable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the jaws were not stuck on tissue when the issue occurred and there was no unexpected tissue removal. There was no bleeding observed due to the reported unclamping issue. The vessel sealer extend instrument did not work at all during this procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not open and indicated that the blade was emitted by an error. The instrument was also not recognized. The procedure was completed with no reports of patient injury using a backup instrument.